Event description:
This male patient was admitted for angiographic evaluation of the carotid arteries. Angiography revealed an 85% stenosis in the left internal carotid artery. There was no calcification and the vessel was not tortuous. An angioguard embolic protection device was advanced beyond the target site without difficulty and was successfully deployed. A 9 x 40mm precise stent was positioned in the target and was deployed without difficulty. Following stent deployment, the vessel became occluded. Upon inspection, it was noted that the angioguard debris had become clogged with debris. The physician suctioned blood around the target lesion, and in the angioguard basket with an aspiration catheter (eliminate, clinical supply co. Ltd) and the blood flow recovered normal. The patient did not suffer any symptoms during the event. The angioguard was removed without difficulty and the procedure was completed without any additional incidents.

Manufacturer narrative:
Additional information will be submitted for the same event. Please reference MFR report #: 9616099-2008-02760.